Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as dry and itchy skin all around the body. There was no alleged device malfunction contributing to the rash. The patient¿s dermatologist prescribed two creams for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.